Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative and service required alarm conditions. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative and service required alarm conditions. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. A ventilator inoperative alarm condition was observed. The device's system board was replaced to address the issue. An alarm indicating the internal battery was depleted was observed. The device's internal battery was replaced to address the issue. Several components were replaced due to dust contamination. The device's filter cover was missing, and internal battery door was broken and were replaced. The device was cleaned and tested and passed all final testing.